Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on may 25, 2018 with blood glucose of 1.7 mmol/l. Customer's blood glucose value was 7.5 mmol/l at the time of call. The customer was treated through dextrose. The customer was wearing the insulin pump at the time of hospitalization. The customer reported that the insulin pump was set to suspend on low but the insulin pump did not suspend during low blood glucose event. The customer declined the troubleshooting for low blood glucose. The device is not expected to be returned for analysis.